Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was replaced due to malfunction. The lead was capped on (B)(6) 2016 and a new lead was implanted. No further information available.